Event description:
The patient reported that button presses on keypad are responding intermittently. The buttons have to be pressed twice and is not specific as to which buttons are intermittent. The pump has been exposed to water. There is no indication of keypad peeling and the reporter denies exposure to cleaning solvents.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.